Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) when fixating at target location that the pacing impedance rose to out of acceptable range. The physician elected to reposition, upon repositioning a venogram was performed and revealed contrast in the pericardial space. A pericardiocentesis was performed and patient returned to a stable status. The physician elected to exchange the rvlp and implant a different device. The patient was recovering following the procedure.